Manufacturer narrative:
H11 updated contact information, contact office entity, and manufacturing site. This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00204. All information from the original report(s) has been transferred to this report.

Event description:
Philips received a complaint from the customer on the v60 indicating that the touchscreen was intermittently malfunctioning. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Provided parts identification for the user interface assembly, without nav-ring, v60 (gray).discussed software level. Customer has software rev 2.10. Informed customer that the minimum recommended software level was v2.30. The customer replaced the touchscreen to resolve the reported issue. The device passed the required performance verification tests per philips standards and is ready for use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.